Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was implanted in the right eye (od) of a patient. The lens was removed during the same procedure due to the presence of a fiber embedded in it. A different lens of the same model and diopter was used to complete the procedure. No additional medical interventions, such as vitrectomy, sutures, or incision enlargement, were required. No further information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: september 10, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed and found the lens was cut into 3 pieces. The lens was inspected over a black and white background, and no foreign material was observed to be embedded in or on the lens. Since the lens was received inside a liquid solution, it may be possible that a material stuck to the surface of the lens detached while soaking during transport to the investigation site. No further evaluation was performed. The complaint issue "foreign material - embedded" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.